Event description:
A nurse reported a loss of air source pressure when attempting to use the vitrector during a vitrectomy procedure. She stated that the pressure reading at the source was much higher than the reading on the system. Following a 15-20 minute delay to reboot the system and troubleshoot, the procedure was completed with an alternate system. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).